Event description:
It was reported that a patient's blood glucose levels (bg) reached  340 mg/dl, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Inspection of the returned device found damage to several internal components, such as the reservoir cap, mechanism rails, linkage assembly, slide insert, slide retract, rear sma hook, and pcb assembly. Score marks and damages to the piezo were observed on the underside of the top housing that corresponded to the damage to internal components. It was determined that these damages occurred post-use and were not the result of manufacturing defects. Multiple attempts were made to retrieve the download data, however these attempts were unsuccessful. Due to the damages observed to the device, the investigation was compromised, and it could not be determined if the device generated a hazard alarm during operation. The cause of the reported hazard alarm during operation event could not be determined. Additionally, the exposed portion of the soft cannula was observed to be torn, resulting in fluid leaking from the soft cannula tear. The timing and cause of this damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.